Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/23/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was no pump data from the time of the event available due to continued patient use of the pump. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the display screen was found to have a pinkish contrast. Also unrelated, the battery compartment was found to be cracked below the bumper pad; the returned battery cap was able to successfully attach to the pump to complete investigation.

Event description:
On (B)(6) 2013, reporting that the patient had elevated blood glucose levels throughout the day as high as 30 mmol/l with tiredness. The reporter indicated that the patient may have been coming down with a cold at the time of the event and indicated that the patient had increased stress levels at the time. The reporter indicated that the patient¿s blood glucose upon waking was 19 mmol/l; later in the day the patient received bad news resulting in increased stress and blood glucose levels were found to have risen to 30 mmol/l. The pump was reviewed with the reporter and indicated that there were no alarms related to the complaint, all boluses were completed in full and were accounted for, the basal delivery was confirmed to be appropriate, there were no suspends related to the complaint, and the total daily dose correctly reflected the basal and bolus deliveries. The reporter was advised that the pump appeared to be functioning and advised the reporter to continue to monitor the patient¿s blood glucose levels and follow up with a health care provider for clinical recommendations. This report is made based on the allegation that the patient experienced hyperglycemia of unconfirmed cause while using insulin pump therapy.